Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was unresponsive and displayed restock error. A technical support specialist (tss) remoted in and found the application was running, then restarted the application. While the user attempted to restock, it was identified that a cubie was loose, causing the drawer not to close properly. Once the cubie was seated correctly and the drawer was closed, the application was reset again, and the user was able to restock items successfully, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower screen was frozen and displayed restock error. However, there were no delays or adverse events or injuries reported based on this event.